Event description:
It was reported that during an interventional procedure for severe basilar artery (ba) stenosis, the physician intended to use the subject guidewire. The physician rotated the subject guidewire for several times to overcome. Due to the patient's severely tortuous vasculature, the tip of the subject guidewire fractured (without complete separation) during repeated adjustments. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was seen to have numerous kinks along the distal end. The guidewire was seen to be fractured along the nitinol tubing with the platinum wire exposed and stretched at 192.5cm. There was an additional fracture along the nitinol tubing at 196.3cm. The core wire was observed through the distal tip dome. A functional inspection was unable to perform due to damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that 'due to the patient's severely tortuous vasculature, the tip of the microguidewire fractured (without complete separation) during repeated adjustments.' Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The anatomy was reported to be severely tortuous. There was friction/resistance encountered during the procedure. The wire was torqued to overcome the resistance. The physician rotated the guidewire for several times to overcome. Based on the available information, it is probable that the combination of the severely tortuous anatomy and repeated torquing/rotation of the guidewire to overcome friction and resistance resulted in cumulative mechanical stress, leading to the reported guidewire fracture. An assignable cause of procedural factors will be assigned to the as reported 'guidewire distal tip broken/fractured during use' and 'guidewire torque problem' and to the as analyzed codes 'guidewire distal tip broken/fractured during use', 'guidewire distal tip stretched', and 'guidewire distal end/tip kinked/bent' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during an interventional procedure for severe basilar artery (ba) stenosis, the physician intended to use the subject guidewire. The physician rotated the subject guidewire for several times to overcome. Due to the patient's severely tortuous vasculature, the tip of the subject guidewire fractured (without complete separation) during repeated adjustments. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.